Event description:
No blood glucose levels reported. The customer reported that the insulin pump had a partial display. The customer described the partial display on the insulin pump as similar to ink on the inside of the screen. The customer was advised that the insulin pump would be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with missing segments due to cracked and bleeding on lcd glass, cracked battery tube threads and cracked reservoir tube lip.